Event description:
In 2008, the pt reported that when she changed her insulin infusion headset four days prior, the cannula was bent. She stated the headset had been in use since a week prior to original date. She stated she changes her infusion headset, tubing and insulin cartridge every three to five days. The pt did not have the infusion set to return for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.